Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Ahmed nageeb mahmoud et. All "an analysis of one hundred forty-seven revisions at a mean of five years". The journal of arthroplasty (2016) 1e6. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k101336.

Event description:
It was reported via journal article that 3 hips had closed reductions due to dislocation. No further information is currently available.